Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, injury to nearby organs, bleeding, dyspareunia, scarring, granuloma formation and emotional distress due to stress urinary incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient experienced multiple complications including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh resection on (B)(6) 2007. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent vaginal approach mesh revision/removal on (B)(6) 2009 concurrently with cystourethroscopy, extensive manual dilatation and biopsy of vagina with lysis of adhesions due to vaginal extrusion of sling. It was reported that the patient underwent vaginal stricture/adhesions on (B)(6) /2013 concurrently with dilation of vagina under anesthesia, difficult/extensive vaginal biopsy and cystourethroscopy due to vaginal atresia/adhesions with vaginal shortening, lichen sclerosis of vagina and history of sui s/p sling placement in 2007 with subsequent sling removal and urethrolysis later that year.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent vaginal debridement on (B)(6) 2009 for vaginal stenosis and mesh extrusion. No additional information was provided.